Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that it was great for the first 3 months but then they started experiencing pain in the right side at different areas. Even with the implant, the patient still had back pain. It was noted that the patient had sensory neuropathy and arthritis to their spine. The hcp had to replace their 5 level fusion. Their pain was now lower "like sciatica." This pain was in their lower spine, legs, and toes. The stimulator was thought to focus higher up and the patient thought that this different pain was a new problem. The patient had multiple reprogrammings that helped for a while until their pain would increase and they would need another programming. It was reported that the patient new the stimulator worked because sometimes at night they could not sleep. When they rolled over it would jump and the patient would get jolted. The patient would shut it off but then they would feel pain. This would occur after a full charge. No further complications were reported.